Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that they were going to replace the implantable nuerostimulator (ins) because it stopped functioning. They did not know if it was normal battery replacement. There were no further complications that have been reported as a result of this event.